Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2025, the patient underwent surgery for supracondylar fractures of the femur with rfna. During proximal locking, the screw became stuck and the threaded tip of the retention pin broke off and remained inside the screw head. The screw was removed, and a new one was inserted. The surgery was completed successfully within thirty minutes of delay. According to the surgeon, because the drilling was performed slightly oblique to the nail hole, the break-off caused by metal fatigue occurred while inserting the screw.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9 h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device revealed that the tip of the retention pin short xl25 was found broken, the broken fragment was returned jammed inside the lockscr f/nails ø5 l 32 xl25. No other issues were observed, therefore, the reported condition can be confirmed. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces. A dimensional inspection was not performed as it is not applicable to the complaint condition a functional evaluation was not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the retention pin short xl25 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review. Part number: 03.045.004. Lot number: 596p091. Manufacturing site: haegendorf. Release to warehouse date: 10-may-2022. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the malfunction were identified. A product non-conformance jbl-nr-0014969 was opened for the finished device lot number, however, this nc is related to the illegible label and stains on the parts and the affected parts were scrapped. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.